Manufacturer narrative:
(B)(4): eval results: (no root cause determined; limited info available), (device not rec'd for eval).

Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion. It is reported that the device broke while inserting the catheter into the pt. There is no reported injury to the pt.